Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. Customer indicated, 6 out of 12 files have broken. Customer returned 2 used files. Upon investigating the 2 files that were returned, 1 has a broken tip. The other has no manufacturing defects or markings. Due to both files being used no farther testing can be preformed. Root cause cannot be determined. The covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
It was reported that six waveone gold reciprocating files separated in the canal. Instrument was incorporated as part of the fill.